Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon experienced difficulty when attempting to remove the end cap in question. The end cap, a nail, and one lateral locking screw were left in the patient. A surgical time delay of thirty (30) minutes was reported. This report is for one (1) unknown locking screw. This report is 3 of 3 for com-(B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. This report is for one (1) unknown locking screw. Device was not successfully explanted ¿ parts of the original implant remain in the patient. (B)(4). Unknown as no part or lot numbers were provided for this complainant locking screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.